Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence as the device was not fully coapting, suspected to be due to the cuff being too large. Therefore, a revision surgery was performed to remove and replace the cuff with a smaller one. No additional patient complications were reported.